Event description:
It was reported, the patient's ((B)(6)) lead has migrated. The movement, which was confirmed via x-ray, resulted in decreased therapy coverage in the patient's foot. The patient denies experiencing any traumatic event which may have attributed to the migration. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.